Event description:
It was reported to philips that there was an unspecified issue with the pacer. The device was reported as being in clinical use at the time of the event. However, the initial reporter confirmed answering the safety questions during service order initiation that there was no adverse patient impact.